Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for endoscopic biliary stent placement. When the physician straightened the pigtail of the stent with a straighter for inserting the sent into a wire guide, he could not insert the stent into the wire guide. Then, he found the stent was kinked. Therefore, another zebd-5-4 was used instead.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-5-4 of unknown lot number was not available for return to cirl. (B)(4) are related. They occurred at the same hospital and cover the same issue of a kink while being straightened with the pigtail straightener. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-5-4 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the zebd-5-4 device could not be completed as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the label as per information received an incorrect wireguide was used. (Ref (B)(4)additional information) root cause review: a definitive root cause can be attributed to user error with the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. It was noted that the physician is an assistant and a medical intern who attempted to place the stent who ¿carefully straightened the pigtail with a straighter, but it got damaged.¿ and commented that the stent "easily gets kinked". Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.